Event description:
Nasopharynegeal airway had been in place for unknown period of time. Barium swallow was being performed in association with peg tube. Tip of airway was seen on film. Removed in physician's office under local anesthesia.